Event description:
It was reported that the patient had a sudden decline of hearing sensations with her device. Testing showed 2 short-circuits involving 4 electrodes. Intraoperative testing was within normal limits.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.